Event description:
The report from the affiliate indicated that the pt was included in a clinical study. Eight mos after the index procedure during the f/u period the coronary angiography was done and 90% restenosis was observed inside the two (2) previously implanted cypher stents. The pt was asymptomatic. The restenosis was treated two (2) days later by percutaneous transluminal coronary angioplasty (ptca) using a 3.5 x 15 mm balloon at 25atm for 60 sec. The stenosis was reduced from 90% to 25%.

Manufacturer narrative:
Twelve mos after the index procedure during the f/u period coronary angiography was done and revealed a 75% restenosis inside the previously implanted cypher stent at the level of the distal right coronary artery (rca) target lesion. The restenosis was treated one (1) week later by pre-dilating the lesion using a 4.0 x 15 mm balloon at 14 atm for 40 sec. A cypher 3.5 x 23 mm stent (stent #3) was implanted at 20 atm for 25 sec at the distal rca and an add'l cypher 3.5 x 33 mm stent (stent #4) was implanted inside the previously implanted cypher stent (index procedure-stent #1) in he mid rca. The stents were post-dilated with a 4.0 x 15 mm balloon at 25 atm for 15 sec. The residual stenosis was reduced from 90% to 0% at the mid rca and from 75% to 0% in the distal rca. The physician's comment regarding the adverse events (restenosis) was that it could have happened with any bare metal stent (bms) so nothing was related to the cypher product. The index procedure was an elective case done via the femoral approach. The target lesion was the mid rca. The lesion was reported to be: and in-stent-restenosis (isr) of a competitor's bare metal stent (bms), concentric, diffusely diseased, a flexion lesion, a bifurcation lesion, 2.87 mm vessel diameter, 17.06 mm in length, an 82% stenosis, and type c. The lesion was pre-dilated with a 3.5 x 20 mm balloon at 8 atm with an unk inflation time. A cypher 3.0 x 33 mm stent (stent #1) was implanted at 16 atm for 15 sec. An add'l cypher 3.5 x 23 mm stent (stent #2) was implanted at 12 atm for 16-30 sec proximal to the first cypher stent (stent #1) in overlapping fashion. The stents were post-dilated with a 3.5 x 15 mm balloon at 20 atm with an unk inflation time. The flow pre-procedure was timi 3 and post procedure timi 2. The residual stenosis was 12%. Ivus was done. Please note that device (lot #i0505024) is distributed outside the us; however it is similar to the us product. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is 1 of 2 products used during the same procedure. Please reference MFR. Report # 9616099-2006-01069 and # 9616099-2006-01070.